Event description:
Boston scientific received information that this patient experienced diaphragmatic stimulation following implant of this left ventricular (lv) lead. The lead was examined under fluoroscopy and found to have dislodged subsequent to implant. A revision procedure was performed in which this lead was explanted and replaced. No additional adverse patient effects were reported. This device is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.